Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Reportedly, the customer t:lock connection was not straight/secure. Tandem technical support educated the customer that t:lock connection not straight/secure is off label per the tandem user guide. The elevated bg was addressed by a correction bolus via the pump.